Event description:
The customer was purposely powering off the cic due to an "admit error" and "admit error 37". 8 beds reportedly did not come back up. Investigation/conclusion: ge healthcare's investigation into the reported complaint is ongoing. A follow-up report will be issued when the investigation has been completed.